Manufacturer narrative:
The investigation summary is as follows: the returned catheter had been shortened near the 17cm marking and was without a cannula. First, the investigators were not able to flush the catheter, but after placing it in warm water and treating it, they were able to. The catheter could be flushed and no leakage was detected even when bending the catheter towards the pink adapter/wing. The catheter was air and fluid tight. A microscopic examination did not show any defect. The batch history records were also checked, no deviations were found. Each catheter is flow and leak tested during production and the tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out. This is the second complaint for 8067945. The returned device could not be deemed defective based on testing, therefore, no further corrective action will be initiated at this time.

Event description:
Line was cut and inserted under sterile conditions. The line threaded easily and the guide wire was removed and met no resistance. PICC was flushed and was noticed to be leaking at the insertion site. The line was removed and another PICC was placed successfully with no apparent harm to the patient.

Manufacturer narrative:
The failed sample is being returned to vygeon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated with FDA within 30 days of completion.

Event description:
Line was cut and inserted under sterile conditions. The line threaded easily and the guide wire was removed and met no resistance. PICC was flushed and was noticed to be leaking at the insertion site. The line was removed and another PICC was placed successfully with no apparent harm to the patient.